Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of "high" on cgm; due to customer incorrectly programming their settings. Customer treated high bg with a correction bolus via pump. Tandem technical support assisted customer in making settings adjustments.